Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used for a hydrothermal ablation procedure performed on (B)(6) 2018. According to the complainant, during procedure and outside the patient, the scope adaptor was stuck and broke the back of the procedure sheath. The procedure was completed with another genesys hta procerva procedure set. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.